Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the healthcare provider (hcp) had an issue placing lead in ins she complained of tightness. The rep reported that she had the hcp loosen the set screw on the top. The rep reported that she ran impedance electrode zero out of range. The rep reported that troubleshooting was done, wiped off lead, suctioned header block and ran impedance at 2.0 and 3.0. The rep reported that electrode zero was still out of range. The rep reported that the intraoperative lead got good results. The rep reported that the hcp insisted on a new ins. The rep reported that a new ins was opened and impedance measurement was within normal range. No patient symptoms reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found that the set screw was backed out too far. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis also determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. {a known good lead was inserted and withdrawn 3 times into the connector port. Insertion spec: =3.0 lbs. Withdrawal spec: =2.0 lbs. Results: insertion=0.41, 0.47, <(><<)>(> <(>&<)><(><<)>)> 0.44 lbs; withdrawal=0.32, 0.32, <(><<)>(><(>&<)><(><<)>)> 0.33 lbs.} {} all evaluation codes were updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.